Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous proximal, right coronary artery. Intravascular ultrasound was performed. Then, the physician advanced a 3.50x16mm promus element stent delivery system and was not able to cross the lesion. Upon removal the stent came into contact with the tip of the mach 1 guide catheter. Once outside of the patient, it was noted that stent damage had occurred. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous proximal, right coronary artery. Intravascular ultrasound was performed. Then, the physician advanced a 3.50x16mm promus element stent delivery system and was not able to cross the lesion. Upon removal the stent came into contact with the tip of the mach 1 guide catheter. Once outside of the patient, it was noted that stent damage had occurred. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found proximal stent damage. A number of struts at the proximal edge were raised and misaligned. Kinks along the entire hypotube were also noted. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).